Event description:
According to the received information, the patient was injected in (B)(6) 2021 (exact date unknown) with 0.3 ml of rha 2 in the right temple and in (B)(6) 2022 with an unknown amount of rha 2 in the marionette lines. At the end of (B)(6) 2022 (exact time frame unknown), the patient complained about a nodule on the right side of the marionette lines and on the right temple. The injector reported that it looked like a granuloma. On an unknown date in (B)(6) 2022, a hyaluronidase treatment (hylenex) was used to dissolve the filler in the right marionette lines. It was planned that the patient would come back to the injector clinic to dissolve the filler in the right temple. At the time of this report, symptoms were still ongoing, and it is unknown if the patient came back to the clinic.

Event description:
According to the received information, the patient was injected in (B)(6) 2021 (exact date unknown) with 0.3 ml of rha 2 in the right temple and in (B)(6) 2022 with an unknown amount of rha 2 in the marionette lines. At the end of (B)(6) 2022 (exact timeframe unknown), the patient complained about a nodule on the right side of the marionette lines and on the right temple. The injector reported that it looked like a granuloma. On an unknown date in (B)(6) 2022, a hyaluronidase treatment (hylenex) was used to dissolve the filler in the right marionette lines. It was planned that the patient would come back to the injector clinic to dissolve the filler in the right temple. Despite several attempts, no additional information about symptoms outcome, treatment prescribed, medical confirmation of the granuloma could be retrieved. Case was considered closed.

Manufacturer narrative:
Additional MFR narrative: granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.